Event description:
It was reported that a patient sustained eye injuries after inadvertently touching her eye with the blt triple anesthetic gel used during the up encore treatment.

Manufacturer narrative:
The patient initially reported she had an appointment for consultation with an ophthalmologist however, additional information was not provided despite reasonable attempts. No device malfunction was reported or suspected. Should additional information be made available, a follow up MDR will be filed.